Event description:
It was reported to the aci sales professional that a (B)(6) female patient with a history of pvd underwent a diagnostic coronary catheterization procedure on (B)(6) 2010. Access of the common femoral artery (cfa) was obtained via a 5f sheath. The physician, a trained user of the mynx device, proceeded to prep and deploy the mynx device reportedly per instructions for use (IFU). Fifty/fifty contrast was not used to prep the balloon. Following the deployment, it was reported that the physician had difficulty deflating the balloon. After several attempts to deflate the balloon, blood was observed in the syringe and the proximal bond reportedly detached. A vascular surgeon was consulted who, after a couple of attempts to remove the device, proceeded to cut the device in half. He attempted to pull on the wire but was unsuccessful, so the patient was taken to surgery for a cut down. The device was removed successfully from the vessel. The patient tolerated the procedure well and is believed to have been discharged (exact date unknown) home. No further clinical sequelae reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and without return of a device or sheath, the reported failure could not be physically investigated or confirmed. It was reported that the vascular surgeon had difficulty removing the device and cut the device in half. Per the mynx instructions for use, if unusual resistance is felt during catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. The review of the lhr (lot f1009906) indicated that the mynx device met all established performance criteria prior to shipment.